Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was involved in a motor vehicle accident on (B)(6) 2017 and was having mid and lower back pain and left leg pain. It was also reported that the patient had a t12 compression fracture as a result of the accident. No further complications are anticipated.